Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. In addition, multiple minimum fill notifications occurred after the user filled the cartridge with 125 units of insulin during the load sequences. Customer¿s blood glucose level was 139 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.